Event description:
It was reported that this patient received a red call doctor icon from their remote communicator. The specific root cause of the alert has not yet been provided. At this time, the system remains implanted and no adverse patient effects were reported.